Event description:
The facility reported a colleague infusion pump with a failure code of 810:04 that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and had to be recalibrated. The event was reported to have occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). The field corrective action number has been provided.

Manufacturer narrative:
(B)(4). During a review of the event history, it was discovered that the reported condition occurred once on (B)(6) 2010 during an infusion.

Event description:
Reportable based on analysis completed on 30-aug-2010. It was reported that during a coronary treatment procedure, crossing difficulties occurred. (B)(4). The procedure was completed with another device. No patient complications were reported and the patient's status is stable. However, device analysis of the taxus liberte sds revealed stent damage.